Event description:
(B)(6) at bedside when blood noted on gown and at right neck site. Port access had separated from the hub connected to the IV tubing. The actual port access device separated from itself (blue end and clear...).